Event description:
Manufacturer reference #(B)(4).

Manufacturer narrative:
It has been reported that the pulsioflex monitor screen displays "pressure sensor cable fault detected-check sensor cable" when connected to the proaqt sensor during the second hour of use. Fluid was found inside the device. Replacing the sensor cable and the pulsioflex device did not resolve the problem. Problem resolved after connecting a new proaqt sensor. No harm to the patient was reported. No fluids or residues of fluids could be found during the visual check. But a measurement was not possible as no pressure signal could be detected. Even though the setup was checked twice, the error remained, and a measurement was not possible. Therefore, the investigation did indicate that the device failed to meet its specification when the problem occurred. For determining the root cause further investigation will be performed at the supplier. The following similar device is under complaint: (B)(6), lot 23gh06, catalogue # 6882824 - manufacturing date: 07/31/2023; expiration date 06/30/2026; UDI (B)(4).

Manufacturer narrative:
Further information about the event has been requested. Device requested for investigation and under return. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: (B)(4), lot 23gh06, catalogue #6882824 - manufacturing date: 07/31/2023; expiration date: 06/30/2026; UDI (B)(4). Device under return.

Event description:
Pulsioflex monitor screen indicated a error message "pressure sensor cable fault detected-check sensor cable" when connected to proaqt sensor at the 2nd hour of use. Afterwards fluid was found inside the device. Replacing the sensor cable and the pulsioflex machine did not resolve the issue. The problem was solved after connecting to a new proaqt sensor. Manufacturer reference (B)(4).

Event description:
Manufacturer reference #(B)(4).

Manufacturer narrative:
5-day box was erroneously checked. There is no 5 day report. Supplemental report will be sent when evaluation is finalized.

Manufacturer narrative:
The complained transducer has been inspected visually and a functional test was performed. The reproted failure could be reproduced inhouse. No fluids or residues of fluids could be found during visual check. But a measurement was not possible as zeroing was not possible. ¿pressure sensor ¿ zeroing not possible ¿ close ¿ 3 - way stopcock¿. For a detailed root cause analysis the supplier was involved. According to the investigation at supplier side the reason for the failure is due to the use of a large amount of liquid flux for soldering. As a result of the large amount the flux there is overflow of flux in the area of the card and sensor. The remaining flux liquid creates corrosion in the solder joints, so there is no electrical reading. No leakage was found, and no error message was shown on the puldioflex when the complained proaqt was connected. To avoid a similar problem in future, employees were retrained in soldering process. Based on the results above, the device failed to meet its specification. The issue is monitored on a regularly basis in order to detect early trends. With the information stated above the complaint will be closed. The following similar device is under complaint: pv8810, lot 23gh06, catalogue # 6882824 - manufactirung date: 07/31/2023; expiration date 06/30/2026;UDI (B)(4).

Event description:
Manufacturer reference #(B)(4).